Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after deploying the suture, bleeding continued. An attempt to stop the bleeding was made by holding the suture trimmer for 20 to 30 seconds at the site but bleeding continued when it was retracted from the tissue tract. The suture was cut and removed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.